Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable pump for non-malignant pain and other non-malignant pain. It was reported that the pump was implanted for pain as she had multiple back surgeries. It was noted the pump helped, then the patient got pregnant in (B)(6) and had the pump removed because she had a baby. When the patient became pregnant, they shut the pump off. However, instead of turning the pump down, they turned it up 90%. The patient went home and got a phone call asking her to come back as it was an emergency. It was stated the patient almost died. When asked to explain, it was stated that the patient "would have died" if they did not catch that they turned the pump up to 90% instead of turning it down. She went back and they turned the pump off. It was noted the patient had to stay in the hospital. The pump was removed after she had a baby. It was noted the patient's hcp did not remove the leads/catheter. It was stated the patient "makes the metal detectors go off" when she would go through. It was clarified that "setting off" detectors meant that they could see she had something implanted in her body. No further issues were reported or anticipated.